Manufacturer narrative:
(B)(4). Returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The balloon has a 2mm longitudinal balloon tear starting 4mm from the proximal markerband. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 17-sep-2017. It was reported that crossing difficulties were encountered. The 96% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilation using a 15x20mm balloon catheter, an 8mm x 2.50mm nc quantum apex¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.